Event description:
According to the reporter, during a laparoscopic tep inguinal hernia on preperitoneal, the device was very hard/difficult to insufflate the balloon on the trocar with the syringe, they think that the problem was with the valve. The round dissector did not inflate normally, it seemed to had a cracked but it was not confirmed visually. The surgeon tried three devices with the same lot number, but the same issue occurred. The patient was alive with no injury.